Manufacturer narrative:
The troponin t hs reagent lot number with expiration date was not provided. The field service engineer (fse) adjusted the sample/reagent probe and the sippers. Qc was performed with passing results. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results for multiple patient samples tested for troponin t hs on a cobas e 411 analyzer (disk system). The following are examples of discrepant results for 5 patient samples. Note: the unit of measure was not provided. "Example 2": on 09-may-2024 the initial result was 21. The repeat result was 6. "Example 3": on 09-may-2024 the initial result was 20. The repeat result was <5. "Example 4": on 09-may-2024 the initial result was 19. The repeat result 45. "Example 1": on 10-may-2024 the initial result was 21. The repeat result was <5. Example 5: on 10-may-2024 the initial result was 20. The repeat result was <5.